Event description:
It was reported that the collimator on the 9800 system closed down during a case. Also, the system would beep as if it were in flouro mode. The 9800 system had to be rebooted and, the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.